Event description:
It was reported that during implant attempt, the doctor was unable to position the lead in target vein due to the anode ring. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. There was distal conductor blood/body fluid (not obstructed).